Manufacturer narrative:
The returned device was evaluated and no issues were found with the cannula assembly that would result in leaking during wear. The fluid path was inspected and no signs of leakage were observed. The exposed portion of the soft cannula was found to be bent. It could not be determined when or how the bend occurred. No other damages or defects were found with the device and the cause of the event could not be conclusively determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level reached 19.5 mmol/l (351 mg/dl). The pod was worn between 24 and 36 hours on the abdomen. No information was provided on how the hyperglycemia was treated.